Manufacturer narrative:
Exact date of event is unknown; reportedly the event occurred in 2018. Additional product code: ktt. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, the blade of the trochanteric proximal femoral nailing advanced system (tfna) went to the pelvic area. The first and the second x-rays taken were normal; however, on (B)(6) 2018, it was noted the blade went to the pelvis. A surgical revision with hip was successfully completed on (B)(6) 2018. The devices had been implanted on (B)(6) 2018. Patient status is unknown. Concomitant device: tfna nail (part 04.037.243s, lot h048345, quantity 1); locking screw (part 04.005.526, lot l949326, quantity 1). This report is for a tfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device condition: visual inspection performed at customer quality observed no visual defects on the returned helical blade. The complaint condition was not able to be confirmed document and specification review: the device history record shows lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: no definitive root cause was able to be determined from the provided information. The complaint condition with the helical blade was not able to be confirmed. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these findings, no additional corrective and/or preventative action is proposed. Device history lot part number: 04.038.395s, lot number: h333492, part manufacturing date: 08 may 2017, manufacturing site: elmira, part expiration date: 01 april 2027. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. While the raw material lot was implicated in an nc, all material was 100% sorted and any nonconforming material was scrapped. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes austria reports an event as follows: it was reported that on (B)(6) 2018, the patient was originally implanted with a tfna femoral nail, tfna helical blade and a locking screw. On an unknown date, the helical blade of a trochanteric femoral nailing advanced system (tfna) went to the pelvic area. The first and the second x-rays taken were normal however, on (B)(6) 2018 a defective was noted where the blade went to the pelvis. A surgical revision with hip was successfully completed on (B)(6) 2018. Patient status is unknown. Upon investigation, the locking mechanism of the tfna femoral nail was noted to be broken. Concomitant device: locking screw (part 04.005.526, lot l949326, quantity 1) . This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.